Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A transmission observed the implantable cardioverter defibrillator (ICD) device alerted for a charge time that exceeded the threshold and a charge circuit time out. There was a device circuitry warning that the device could no longer deliver therapy due to charge circuit inactive. The device was noted to be at end of life (eol). It was noted that there was high pacing impedance, oversensing, high short interval counts (sic), high detection counter and a probable fracture of the right ventricular (rv) lead. Therapies were turned off. The lead and device remain in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.